Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 17-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient experienced a spinal headache. They were recommended to increase fluid intake, drink caffeine and take caffeine tablets. The conservative interventions did not work and a blood patch was performed.